Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during a follow up it was noted by the nurse via remote monitoring that the device was no longer performing auto threshold measurements. It was noted that the right ventricular pace impedance measurements had risen since (B)(6) 2019. In addition, an issue with the pacing thresholds was also noted as well as loss of capture. A right ventricular (rv) lead dislodgment was alleged, however an x-ray did not reveal a dislodgement. A revision took place. Upon attempting to reposition the rv lead it was not possible to fully retract the helix, thus a new lead was implanted. This lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis it was noted that although the helix was functional, it was not fully retracted into the helix housing most likely due to dried blood/tissue in the helix mechanism. The lead passed electrical testing and was continuous, thus electrical allegations were not confirmed. In addition, the lead also passed testing indicating the insulations were intact. Based upon the clinical observations and the laboratory findings, we believe that body fluid (and/or tissue) inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that during a follow up it was noted by the nurse via remote monitoring that the device was no longer performing auto threshold measurements. It was noted that the right ventricular pace impedance measurements had risen since (B)(6) 2019. In addition, an issue with the pacing thresholds was also noted as well as loss of capture. A right ventricular (rv) lead dislodgment was alleged, however an x-ray did not reveal a dislodgement. A revision took place. Upon attempting to reposition the rv lead it was not possible to fully retract the helix, thus a new lead was implanted. This lead was returned for analysis. No adverse patient effects were reported.